Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an experienced operator used the 5f exoseal vascular closure device (vcd). After the guidewire loop popped out, it could not be pulled to trigger the color change. During an in-vitro (bench) test, the guidewire loop also could not be pulled to make the indicator window change color. There was no reported injury to the patient. The device will be returned for evaluation.